Event description:
Per the clinic, the patient experienced decline in performance with implanted device over several months (specific date not reported). It was also reported that the patient had been under follow-up for a grade IV vestibular schwannoma. The device was subsequently explanted (specific date not reported) during surgery for vestibular schwannoma removal. The procedure was complicated by hemorrhage. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.